Manufacturer narrative:
Method code(s): (process evaluation): device history record review. Result code(s): (operational problem) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Visual inspection of the returned product found the lens optic torn and a piece of optic torn off and missing. The lens was returned dry and there was evidence of dry clear surgical residue. (B)(4).

Manufacturer narrative:
Diopter: +10.00. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). User error caused or contributed to event, based on the complaint information, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v +10.00 diopter three piece silicone lens. The lens was implanted, the physician noticed a piece of the optic was missing. The lens was cut to remove from the eye. There was no patient injury. Backup lens, same model and size was implanted. Cause of this incident was loading error.